Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation de novo atrial fibrillation a farawave catheter was selected for use. The package was opened, and the lab staff immediately noticed a strange unidentified white coating on the surface of the catheter handle. The device was disposed, and a new catheter was used to complete the procedure. No patient complication was reported.